Event description:
Nursing staff reported difficulty in obtaining good clear ECG signal including heart and respiration rates. Biomed discovered that the electrodes in use were very dry. Further investigation of unopened packages in the warehouse led to the suspicion of a faulty lot of electrodes from the manufacturer. The electrodes were not expired, and even unopened packs contained electrodes that were very dry and peeled away from the backing easily.sales representative from 3m came on the next business day and confirmed that the electrodes were defective but this was not a problem that 3m had been aware of previously. 3m provided replacement product.